Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
Reportedly the customer ate a cookie before bed and may not have delivered a large enough bolus to cover the carbs consumed. The customer experienced an elevated blood glucose (bg) level of "high"; although specific value was not provided. A correction bolus was delivered to address bg. Recommendation was made to consult with healthcare provider regarding diabetes management.